Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported that there was difficulty in placing the impella 5.5 via the right axillary artery. After two plus hours of attempts, even with multiple wires, placement was unsuccessful. The 0.018 wire kinked. The impella 5.5 got stuck where the innominate meets the aorta with a very acute bend. All troubleshooting techniques were attempted with no success. The left axillary was not an option. The device ultimately buckled with a significant kink on the catheter right before the motor housing. The case was aborted, and the patient was sent to the intensive care unit with intra-aortic balloon pump support to wait for transplant.

Manufacturer narrative:
The investigation of delivery issues, product damage (catheter kink), and product damage (guidewire kink) has been completed. According to the clinical report, resistance was encountered at the aortic arch, and the patient was reported to have a low body surface area. During the delivery procedure, the catheter and guidewire were found kinked. The cause of the delivery issue was most likely patient condition related to small anatomy. The cause of the product damage (catheter kink) issue was most likely patient condition related to small anatomy. The cause of the product damage (guidewire kink) issue was not determined since product was not returned and sufficient clinical information/image was not provided to confirm the damage.